Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an unknown device was chosen for implant using a 12fr amplatzer torqvue 45x45 delivery sheath. While attempting to advance the sheath across the atrial septum from the right atrium to the left atrium, the sheath dilator was found to be split and it was difficult to advance the device from the initial guidewire access. The sheath could not cross the atrial septum and was removed. The delivery sheath was replaced with a 14fr sheath and the procedure was completed without further complication. There were no adverse patient affects. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of the dilator tip splitting was confirmed. The investigation found the tip of the dilator was split when it was received at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with damage during use. No other complaints were reported on this batch. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.